Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic appendectomy, while clipping the appendix artery, the absorbable ligation clamps were cleaved after excitation. The device physically broke into pieces after disengaging from the cartridge and the inner clip separated from the outer clip. They replaced it with new products to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic appendectomy, while clipping the appendix artery, the absorbable ligation clamps were cleaved after excitation. There was no patient injury.